Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, ventilator service required codes and a ventilator inoperative code were found in the ventilator's downloaded error log. The device's sensor board would need to be replaced to address the issue. Determination made for device to be scrapped.